Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at below nominal pressure, the pressure did not increase and it was then confirmed that the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported.